Event description:
Citation: j. Lutz, et al. Preoperative embolization to improve the surgical management and outcome of juvenile nasopharyngeal angiofibroma (jna) in a single center: 10-year experience. Clin neuroradiol doi 10.1007/s00062-015-0374-2. There was one suspected case of thromboembolic complication which involved onyx. In this case, even though a protecting balloon was used in the ica, onyx deployment apparently resulted via a vidian artery during a transarterial embolization. Although using constant roadmap guidance, and were barely able to observe the onyx passing through the ica in the subsequent mca. Patient recovered from the embolization. A total of 15 patients were included in this series all were male patients aged between 11 and 36 years (mean age, 15 years).

Manufacturer narrative:
Http://link.springer.com/article/10.1007/s00062-015-0374-2. The onyx was not returned for evaluation, therefore the event cause could not be determined. The lot history record review could not be performed as a lot number was not provided. (B)(4). Information received from the same article as mfrs: 2029214-2015-00707.